Event description:
The rep reported the event date of 2023-may-19, but the high impedances was likely before that since there was fluid in the ipg header due to not having plugs in it. The cause of the high impedances was due to fluid in the ipg header. To resolve the impedance issue, the header ports were suctioned out, leads inserted, removed and dried multiple times. The rep re-entered the cleared programming information. At this time the impedance numbers and patient's coverage are within normal limits. Weight is unknown. On 2023-may-30 a rep reported elevated impedances above 2000 ohms on multiple contacts. Rep reported they are getting the settings cannot be achieved message when increasing amplitude. Rep will try reprogramming. Rep mentioned the previously reported lead revision.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2023 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller stated patient had a fall and was scheduled for a revision of their perc leads. During the revision, physician was unable to advance past t10 so patient was referred for a paddle lead. When the remaining perc leads were explanted, the ins was left in place but without port plugs. Caller is attending the paddle implant today and asking about the usability of the ins since patient's insurance didn't approve another ins. Caller stated the connections are all showing as connected and all the electrode impedances are around 18k ohms despite nothing being plugged into the ins. Caller speculated they may be able to replace the ins at a later date. Technical services specialist (tss) reviewed that there is likely fluid in the ports giving the impedance readings. Tss suggested suctioning out the ports or dry them out as best as possible. Tss review ed it is unknown how the system will behave in the future - there may continue to be fluid in the header block and this would affect impedances and therapy and even if the ins were replaced later, the fluid alone could damage the lead in the long term. Mdt rep, called back and said that they attempted to interrogate pt's ins and an error code displayed and when they pressed 'continue', all of pt's programming was cleared.

Manufacturer narrative:
Continuation of d10: product ID: 977c165, serial#: (B)(6), implanted: (B)(6) 2023, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 05-oct-2026, UDI#: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from the manufacturer representative reported that there was not an issue with the lead, the cause of the trouble advancing the lead was due to patient anatomy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported the cause for the lead revision was the hcp could not advance the perc leads, referred for surgical leads. The issue was resolved and patient is receiving adequate coverage.

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2023: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.